Event description:
It was reported that the ilet bionic pancreas did not display glucose readings from a dexcom g7 continuous glucose monitor (cgm), with device prompts indicating to connect cgm or enter a blood glucose value; the user subsequently toggles sensor settings and repaired the g7. Symptoms included no sensor data available to the ilet and no reported adverse clinical symptoms. Outcomes included automated dosing interruption with no health impact. User support included remote troubleshooting and education regarding cgm pairing and sensor start workflow. Investigation of this case revealed a sensor-to-ilet communication and pairing issue consistent with cgm not paired or signal loss, with no responsible device definitively identified. It was concluded, based on previously established findings for similar reports, that the cause was user pairing/setup issue or transient communication interference.